Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they are having a problem with the stimulator because they woke up from a nap about an hour ago and they are having an extreme pain in the implant site. Agent had difficulty understanding some of the information the patient provided. Agent reviewed information. Agent redirected pt to their healthcare provider (hcp) and provided the national answering service (nas) phone number just in case if they need a rep at the doctor's office. Additional information was received from the patient. They reported that the cause of the pain at the implant site was not yet determined. Pt was wondering if there anyway to figure out if their ins shifted. Pt said their pain was atrocious at the implanted area. Pt saw one of their doctors a week ago and they were not sure what the problem was. Pt had spent a week in the hospital and they did tests to try and find out the problem was. The patient had an x-ray and was waiting for the results. Pt had an appointment with their pain clinic on february 13th. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was unknown. The issue was not resolved. The patient turned off the stimulator for 3 days since most of their pain came from the implant site. The patient then turned their stimulator on for 3 days, the patient noted that was done several times. The patient stated they always had less pain with the stimulator in off mode. The patient believed the stimulator was either malfunctioning which induced pain or it had shifted out of the intended placement causing pain on their nerves.